Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels caused from overcorrecting from a low blood glucose level. The customer's blood glucose level was 450 mg/dl. The customer treated with a bolus from the insulin pump and received a no delivery alarm. The customer declined troubleshooting. Nothing was replaced or returned for analysis.